Event description:
It was reported that the right ventricular (rv) lead pace impedances were noted to be rising gradually and high pace thresholds. The device was checked in december at a routine follow up, but recently the lead impedances were found to be rising but within normal limits. This lead was surgically abandoned, and a new rv lead was implanted as a replacement. This rv lead has not been received for investigation. No additional adverse patient effects were reported.